Manufacturer narrative:
Failure analysis confirmed that the insulin pump had unresponsive buttons due to corroded on keypad trace. Analysis was unable to test for a-21 error alarm due to keypad damage. No moisture damage found on electronic assy and motor. The insulin pump was received with scratched on display window. No unexpected restart or number ramping on display and scrolling display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, and unexpected restart alarm. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 242 mg/dl. The customer stated the insulin pump was exposed to rain water. He stated the keypad was unresponsive and there was fluid under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.